Manufacturer narrative:
Data correction: the product code knh was replaced with hhs.

Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting, which took place in september 2015 (FDA-2014-n-0736-2516, awareness date 05-nov-2015). It refers to a female consumer of unspecified age in united states who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2011. The consumer reported she was not able to have comfortable intercourse with her husband, and she had bleeding all the time. She stated that essure had taken her hair and lashes and for her it was hard to leave the house. She had gained weight, had inflammation in her midsection and had puffiness in belly. She had chronic pelvic pain and constant pain on her right side. She did an ultrasound and found a fibroid on left ovary and a lot of extra fluid in uterus. She will have a total hysterectomy on (B)(6) 2015 to remove her uterus, cervix and fallopian tubes. Quality assessment: in this case, no product sample was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information, there is no relationship between the reported events and a quality defect. Company causality comment: this spontaneous and non-medically confirmed case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and presented chronic pelvic pain and constant pain on her right side. She also had bleeding all the time and will have a total hysterectomy. These events, seen as pelvic pain and genital bleeding, are serious due to medical importance and required intervention and listed in the reference safety information for essure. Considering the temporal relationship and the fact that pelvic pain and genital bleeding may occur during essure use, causality between both events and suspect insert cannot be excluded and since an intervention will be required, this case is regarded as incident. Additionally non-serious events were informed. Based on the available information, there is no relationship between the reported medical events and a quality defect. No further follow up will be actively pursued since this case was identified during health authority website monitoring.